Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Additional concomitant medical products: the therapy date for the following device is unknown: model: 3186(2); scs lead. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(4) the patient was unable to communicate with the ipg using the patient programmer following an unrelated surgical procedure two weeks ago. The ipg was not placed in surgery mode. After troubleshooting attempts, the ipg was recovered and stimulation was restored.